Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with high impedance and lead fracture on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2018. No adverse consequences to the patient were reported.